Event description:
It was reported that a foreign particle was found in the product. The particle is reported to have originated from the healon needle. We've learned through follow up that the thread is available for investigation and is no longer in the patient's eye. No further detail has been provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the healon pro was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Photograph analysis of images provided by the customer was reviewed which showed a fiber in the eye of the patient. The reported event is confirmed. For this reported event, lot number was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Based upon the visual inspection of the accompanying photograph showing a fiber in the eye of the patient, it cannot be confirmed if this observation is due to a product defect / malfunction / product non-conformity. No probable cause has been determined by this evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.